Event description:
The customer reported that during the procedure, the device jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.